Event description:
It was reported that while unpacking the products in preparation for a procedure, the sales representative noticed a significant tear in both the plastic wrapping and the cardboard box. It is unknown whether the interior barrier was still intact. Therefore, the product was not used. There was no patient involved as the issue was noticed during preparation, prior to procedure.

Manufacturer narrative:
Additional pro code: qrb.